Event description:
The customer reported "deconfigured". This statement was vague. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported "deconfigured". This statement was vague. There was no reported pt involvement. A third party field service engineer confirmed the issue was with the ac power module. The field service engineer evaluated the device and found the ac power module connector was pulled out, wires were broken and the device would not charge. The customer was provided info on replacing the ac power module. The device passed all performance assurance testing. We will consider this a malfunction of the ac power module where the connector pulled out, wires were broke and the device would not charge.